Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient's demographics were not provided.

Event description:
It was reported that the pump module failed to provide occlusion alarm during an infusion of alprostadil 20ml at a rate of 0.29 ml/hr on a nicu patient with ductal dependent pulmonary circulation. The pressure-sensing disk was utilized with the syringe module for neonate. The IV tubing set was clamped for 1.5 hours before the rn discovered the event. The occlusion pressure was set at 525 mmhg. It was stated that the patient developed a fever after receiving a bolus of alprostadil once the line was unclamped.

Manufacturer narrative:
(Disregard required intervention to prevent permanent damage or impairment) after further review this file is now a reportable malfunction.

Event description:
It was reported that the pump module failed to provide occlusion alarm during an infusion of alprostadil 20ml at a rate of 0.29 ml/hr on a nicu patient with ductal dependent pulmonary circulation. The pressure-sensing disk was utilized with the syringe module for neonate. The IV tubing set was clamped for 1.5 hours before the rn discovered the event. The occlusion pressure was set at 525 mmhg. It was stated that the patient developed a fever after receiving a bolus of alprostadil once the line was unclamped.

Manufacturer narrative:
No device history or qn search was performed since no source device serial number was reported by the customer.

Event description:
It was reported that the pump module failed to provide an alarm during an infusion of alprostadil 20ml at a rate of 0.29 ml/hr on a nicu patient with ductal dependent pulmonary circulation. The pressure-sensing disk was utilized with the syringe module for neonate. The tubing set was clamped for 1.5 hours before the rn discovered the event. The occlusion pressure was set at 525 mmhg. It was stated that the patient developed a fever after receiving a bolus of alprostadil once the line was unclamped. The customer stated that the patient's fever was most likely related to pge (prostaglandin e1 infusion; alprostadil).